Event description:
It was reported by a pt that post a coronary drug eluting stenting treatment procedure, an occlusion occurred. Three years post the taxus express2 drug eluting stent procedure, found out stent was "plugged up", but refused to provide any further details.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.